Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The dr wanted the insulin pump tested to make sure that it was working properly. Advised the caller that the insulin pump trainer would be contacted. Later, the local rep sent an email stating that the customer was visited, and has been doing much better. It was stated in the email that the customer's hospitalization was due to a bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.